Event description:
It was reported ppicc solo cod. 6194118 lot rehz1022, on site from (B)(6)2024: at dressing change PICC works in infusion but not in aspiration. PICC fixed with securacath. Catheter is removed and a fissure is confirmed approximately 6 cm from insertion point. Fissure in the first portion of the catheter before the catheter was placed inside the vessel. During use. The impact on the patient was to reposition a PICC. No health care workers were exposed to bodily fluids. No further action was taken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 4 cm and 5 cm and a second split between the 6 cm and 7 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported ppicc solo cod. 6194118 lot rehz1022, on site from (B)(6) 2024: at dressing change PICC works in infusion but not in aspiration. PICC fixed with securacath. Catheter is removed and a fissure is confirmed approximately 6 cm from insertion point. Fissure in the first portion of the catheter before the catheter was placed inside the vessel. During use. The impact on the patient was to reposition a PICC. No health care workers were exposed to bodily fluids. No further action was taken. No other information was provided.